Manufacturer narrative:
E1 facility address: (B)(6). The subject device was not returned for evaluation. A definitive root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: precautions for disappeared or frozen endoscopic image important information ¿ please read before use [warning] if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device displayed white spots. There were no reports of patient harm.